Event description:
Report from service facility found that the pump shut down without alarm during their run-in testing. The pump did not display an attention light or audible alarm. The hospitals biomed reported that there were no operationalissues regarding clinical use of this device.